Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient was noted to have a small left atria. During the ablation phase, near the end of the procedure, a cardiac tamponade was discovered. There was no problem in the validation process of the isolation of the veins. The procedure was stopped when the event occurred. The patient was reported to be in stable condition following the event. The patient had to stay one more day in the hospital to see the evolution of the pericardiocentesis and has since fully recovered. The physician¿s opinion on the cause of the adverse event was procedure related as it seems the event was caused by the catheter. There are no noted factors which may have contributed to the event. A transseptal puncture was performed with an unknown needle. The patient received anticoagulant during the procedure; however the activated clotting time is unknown. The generator was in temperature control mode at 43°c and power of 40 watts. Overall ablation time at the site of injury was approximately seven minutes. The power was not titrated. Irrigation flow setting was 2 ml/min for mapping and 26 ml/min during ablation. There were no error messages on any biosense webster inc. Equipment during the procedure. The smarttouch catheter was not in close proximity to any other catheters. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.